Event description:
Initially the peritoneal dialysis (pd) home patient's (hp) caregiver (cg) contacted baxter technical service and reported that the hp is traveling and had to go into the hospital because of peritonitis. On (B)(6) 2011 baxter product surveillance (ps) followed up on the report of peritonitis with the patient's peritoneal dialysis nurse (pdn). The following information was obtained. The pdn confirmed the hp was diagnosed with peritonitis on (B)(6) 2011 and was admitted to the hospital on the same day. There was no exit site or tunnel infection associated with the peritonitis. On an unreported date, the patient was treated with vancomycin 2.5 gm q 5. Concomitant medications were not reported. The pdn reported that the hp has recovered from the event of peritonitis and was discharged from the hospital on (B)(6) 2011. The pdn reported that the cause of the peritonitis was a break in aseptic technique due to the hp not wearing a mask and not cleaning the area before starting pd therapy. The pdn stated that retraining in proper aseptic technique was done. The pdn confirmed that the cause of the peritonitis was not related to a baxter pd solution or a baxter pd device.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed. The assignable cause is not determined. A batch review was performed for the potentially associated lot number gd884452. No defects or deviations were found during the batch review that could be associated with the reported problem. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.